Event description:
Additional information received on 15apr2019. The terumo wire guide was stiff. The rapid release mechanism on the device was used between 1 to 3 times. The doctor used the standard flexor-p access sheath with the standard technique. Use d 2 terumo brand stiff hydrophilic guides mounted one after the other in the patient to then insert the flexor-p ureteral access sheath through its main axis (and no longer through its parallel access) to complete the procedure.

Manufacturer narrative:
Investigation/evaluation: the complaint device was not returned for an evaluation. Without the device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of complaint history, device history record, quality control data, and specifications. A review of the device history record for the complaint device production lot revealed no non-conformances. A review of complaint history records revealed one additional complaint associated with the complaint device lot. The additional complaint is related to this complaint as it is from the same reporting facility for the same failure mode. The instructions for use (IFU) provided with this product includes the following information to the user related to the reported failure mode: precautions: never use undue force for placement of this device. To reduce the likelihood of trauma, use the rapid release technique once per device. During placement, the likelihood of the device slipping off the wire guide increases if a soft wire guide is used. A stiff wire guide is recommended for best performance. Traditional placement technique: place a 0.038 inch (0.97mm) diameter wire guide the desired length in the ureter to establish a working tract. Confirm the dilator/sheath assembly is properly placed via fluoroscopy. Note: the arrow on the dilator clip indicates the orientation in which the skive is facing. If negotiating tortuous or curved anatomy, rotate the secured dilator and sheath so that the arrow on the clip is facing toward the apex of the curve (away from the curve). Rapid release technique: place a 0.038 inch (0.97mm) diameter wire guide the desired length in the ureter to establish a working tract. A stiff wire guide is recommended for best results. Confirm the dilator/sheath assembly is properly placed via fluoroscopy. Note: the arrow on the dilator clip indicates the orientation in which the skive is facing. If negotiating tortuous or curved anatomy, rotate the secured dilator and sheath so that the arrow on the clip is facing toward the apex of the curve (away from the curve). Cook has concluded that the concern expressed by the customer is a risk inherent to the use of the device. The IFU contains pertinent information to instruct the user to avoid the difficulty described in this complaint. A 0.038 inch diameter stiff wire guide is recommended in the IFU for best results. The ideal orientation of the device is described in the IFU for both traditional placement and rapid release technique. Fluoroscopy should be used to verify proper device placement. The cause for this complaint is most likely due to the end user not using the device within the instructions for use. There is no indication that a design process or related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. There no indication the device was not manufactured to specifications. A definitive cause for the wire guide separating from the flexor sheath could not be determined in this instance but is most likely related to user technique and use of a wire guide with a too small a diameter. Wire guide separation from the flexor sheath is a known inherent risk of the device. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant medical products: hydrophilic guide térumo 0.35. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was initially reported a problem device flexor-p reference fus-xxxxxx-p. No patient damage to date, but a risk of tissue perforation due to the hydrophilic guide that separates from the ureteral access sheath flexor-p during its placement in the patient. Additional information was provided on (B)(6) 2019: I am reporting a recent incident (which has happened to me once in the past) when using one of your cook access tubes for flexible ureteroscope (ch12 / 14, length 45 cm). On (B)(6) 2019, while performing a nephrolithotomy with left ureteroscopy, a hydrophilic guide térumo 0.35 safety was already in place in the left ureter. I passed physiological saline on the guide as the access duct as usual and I placed the guide in the mandrel of the access duct and made it out through its lateral orifice as expected. I realized the rise of the sheath under fluoroscopy and saw that at the level of the bladder neck about the guide mismatched the mandrel (without having unclipped) so that I risked to climb in the ureter or in bladder wall without guide which is dangerous. Thanks to the fluoroscopy, I was able to realize it and remove the access duct to replace it but this time on a second guide put in all the length of the chuck by its central light, this time without incident. Additional details about the patient and event have been requested. At the time of this report, this is all of the information available.